Event description:
The hcp reported that the device was explanted and replaced due to battery depletion after an implant duration of 84 months. The pt was receiving baclofen via the drug pump. No pt symptoms were reported. The device was replaced with a similar device.

Manufacturer narrative:
Final device analysis reveals no anomaly found - normal device function.